Manufacturer narrative:
The patient's weight was requested but unavailable. The available information suggests that the reported calcification of the device may have caused or contributed to the reported regurgitation; however, without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. Device calcification and regurgitation are known potential risks associated with aortic valve replacement.

Event description:
Medtronic received information that 17 years and one month post-implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve due to calcification and regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.